Event description:
Reported a tingling/prickly sensation while undergoing a vascular (carotid) exam. The following day, a small blister appeared on the pt's neck which was treated with a light treatment cream. No further injury to the pt was reported.